Event description:
One specific lot of halo rings proved to be faulty in the manner that the threads on the ring were tapped too tightly to accept the ceramic pin without torque. There were a couple of previous patients that we noticed this problem on but the problem was so severe that the pins would not thread at all so the rings were not used and the pins never even got close to the patient's head. No penetration. When this happened the ring was replaced and ensured that the pins threaded smoothly. The manufacturer has notified our facility that they have implemented several changes and corrective actions to their manufacturing process to correct this issue.